Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a high blood glucose level of 400 mg/dl. The customer's mother corrected the high blood glucose by giving the customer a bolus and manual injection. They declined troubleshooting for the high blood glucose. The device will not return for analysis.